Event description:
[Tkmd, safety needle 21g x 1 1/2"] treatment under emergency use authorization(eua): vial coring caused by 21g needles supplied with covid pfizer vaccine. Particles from the stopper were found floating inside the vaccine after only using this brand and sized needles.